Manufacturer narrative:
Returned samples were tested per bs en (B)(4) security of connection of end connectors and nipple. All three end connectors passed. Per functional testing, the returned product functioned as intended.

Event description:
The customer alleges that "oxygen tubing is popping off the flowmeter." No other details were provided.